Event description:
Acon was made aware of the complaint via customer call on (B)(6) 2022 regarding a potential injury from the flowflex covid-19 antigen home test as a result of a false negative test result. The customer informed acon that their father-in-law was hospitalized but was tested negative with the test kit despite getting a positive covid test result from the hospital. The same lot of test kits have previously tested positive on the same patient in the same month but without report of hospitalization. Per the complaint, it was unknown whether the patient suffered from pre-existing condition(s) or other illness(es). No further information about patient condition was available at the time of this MDR. The l/n of the test kit and the retention lot is available for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Acon was made aware of the complaint via customer call on (B)(6) 2022 regarding a potential injury from the flowflex covid-19 antigen home test as a result of a false negative test result. The customer informed acon that their father-in-law was hospitalized but was tested negative with the test kit despite getting a positive covid test result from the hospital. The same lot of test kits have previously tested positive on the same patient in the same month but without report of hospitalization. Per the complaint, it was unknown whether the patient suffered from pre-existing condition(s) or other illness(es). No further information about patient condition was available at the time of this MDR. The l/n of the test kit and the retention lot is available for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
In this follow-up report, the following information is different from the initial report as the internal investigation was completed. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: event problem and evaluation codes. The final investigation yielded the following conclusion: no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of (B)(6) met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.